Manufacturer narrative:
The insulin pump was received with cracked case at display window corners and cracked battery tube threads.

Event description:
Customer reports that when batteries were changed, insulin pump lagged in starting up. Customer also reports physical damage of insulin pump. Customer reports to have cracks on display screen and casing. Customer does not know how damage occurred. Customer's blood glucose was 68 mg/dl, which was treated with food. Customer was advised that insulin pump would need to be replaced. No further information provided

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.